Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy the suture could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with six proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, four proglide devices failed to deploy in the rcfa and two proglide devices failed to deploy in the lcfa. The suture of a new proglide device was successfully pre-placed in the lcfa. Hemostasis was achieved with the successfully pre-placed proglide suture in the lcfa and manual arterial compression was applied to achieve hemostasis in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.